Event description:
It was reported that the reservoir of this inflatable penile prosthesis had migrated into the scrotum. The device was explanted and replaced. No further patient complications were reported.